Manufacturer narrative:
Additional information: as received, a complete lead without a stylet was returned in one piece. A stylet could not be fully inserted due to blood and body fluids clogged inside the inner coil. The cause of the reported event was isolated to the blood and body fluids clogged inside the inner coil. The reported event of stylet could not be inserted was confirmed.

Event description:
During an implant procedure, it was noted that a stylet could not be inserted into the right ventricular lead. The lead was not implanted and a new lead was implanted to resolve the event. The patient was stable with no adverse consequences reported.